Event description:
The patient was on cefepime and vancomycin once a day; infectious disease provider signed off care on (B)(6) 2021. No source of infection was identified. Systemic inflammatory response syndrome (sirs) was suspected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. It was reported that on (B)(6) 2021 the patient had fevers and leukocytosis post lvas implant. An ultrasound was performed and revealed nothing abnormal in the patient¿s abdomen. A chest x-ray was performed and revealed no obvious symptoms of infection. It was uncertain if the cause was due to line infection, urinary tract infection (uti), inflammatory reaction from surgery, or ischemia. Post-surgery blood and respiratory cultures were negative. The patient was treated with daptomycin and ceftriaxone for 7 days. Per additional information from the research coordinator, no source of infection was identified; however, a systemic inflammatory response syndrome (sirs) was suspected. The patient¿s status resolved on (B)(6) 2021 with normal white blood cell (wbc) values. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 lvas instructions for use (IFU) lists infection as an adverse event that may be associated with the use of the heartmate 3 lvas. Care instructions regarding preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 11may2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had fevers and leukocytosis post-vad implant. An abdomen ultrasound was negative. Chest x-ray showed no obvious signs of infection. There was uncertainty if this was a line infection, urinary tract infection, inflammatory reaction to surgery, or ischemia. Post surgery blood and respiratory cultures were negative. The patient was started on empiric daptomycin and ceftriaxone for 7 days.